Event description:
The user facility reported their reliance 444 washer was leaking water. No report of injuries.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and identified the pvc braided hose on the incoming pure water supply had detached from the inlet barb connection. The technician identified there was water damage to the controls. One end of the braided hose was a reddish-brown color which is indicative of wear and aging pvc material. Steris service engineering confirmed the hose subject of the reported event is not part of the steris installation assembly and was installed by the user facility. It is the user facility's responsibility to ensure the hose connection is properly maintained and operating according to specification. The technician replaced the touch panel and control panel, tested the unit, and confirmed it to be operating according to specification. The technician was told the customer's engineering department has repaired the pure water connection leak.